Event description:
It was reported that during an unknown procedure, a distinct noise was made when pressing the min or max button. It would not work. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Serial # = na